Manufacturer narrative:
The explanted stem is not available for eval. Additional mechanical tests were performed on similar devices. Additional model # 121305.

Event description:
Revision surgery on the left hip required due to apex modular stem failure at the stem/neck junction. Pt is doing well post surgery.